Manufacturer narrative:
On 3-apr-2020, the investigation on the suspected medical device was completed. Investigation summary : the device was visually inspected, and no apparent damage was found. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Complaint could not be confirmed since there is no event to compare with. At this point, it is not possible to determine a root cause of such damage. Reason for device explant and/or reoperation: ni. Manufacturer's reference number: (B)(4).

Event description:
One 350cc mentor siltex round moderate profile prosthesis was received by the mentor failure analysis lab for evaluation, but did not match the product details provided by the initial reporter. Multiple follow up attempts were attempted to gain clarity, but no response was received. The device also did not match the details provided for the contralateral product. The device could not be associated with an existing complaint, and in the absence of clarifying information, mentor will treat the device as if it was involved in a separate event. The return of a prosthesis is characteristic of a removal surgery. As a result, this will be conservatively reported to FDA. No event details are available at this time.